Manufacturer narrative:
--

Event description:
Additional information was obtained and indicated that the ring portion of this lv lead was fractured and was explanted. No further information is available at this time as the one handling the case was a competitor's field representative. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 3000 ohms. It was also reported that this lv lead exhibited high pacing threshold measurements as well as diaphragmatic stimulation. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.